Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four shocks as inappropriate therapy for suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed the stored episodes with the calling physician. No additional adverse patient effects were reported. No further information is available from the field.